Event description:
Lead management case to remove one 4968 rv lead (implanted (b)(60 2004) due to rv lead fracture. The patient had one other lead that had previously been capped however this lead was to remain in place. While the physician was pushing the 14f glidelight to remove the 4968 rv lead the device kinked and caused the outer sheath to separate. The device was removed and a 16f glidelight was used to complete the case with no adverse effect on the patient.

Manufacturer narrative:
Upon investigation of the complaint, it remained unclear where the damage occurred on the catheter. This is being reported due to the possibility that the kink and separated jacket occurred inside of the patient allowing for possible exposure to manufacturing materials in the event of recurrence; however this seems unlikely to have occurred in this case since this damage would most likely occur where the physician holds the device and was applying pressure. Through several attempts in collecting this information this detail is still unknown and the device will not be returned for evaluation. Any information obtained through further attempts to gain information on this will be provided in a follow-up.